Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving fentanyl at 5.246 mcg/day, hydromorphone at 27.977 mg/day, and bupivacaine at 10.491 mg/day (concentrations were unknown) via an implantable pump for non-malignant pain. In (B)(6) 2015, the patient had elective shoulder surgery. Sometime after the surgery, the patient developed cellulitis to the right lower extremity. On (B)(6) 2015, the patient the patient experienced redness on her right leg. It was then on both legs extending down from the calf to the ankle. The right leg was worse than the left. The patient also experienced pain and discomfort but did not have a fever. On (B)(6) 2015, the patient was hospitalized because she was less responsive and obtunded; the symptoms would wax and wane. The cellulitis continued to get worse so a swab of the wound was taken. It came back as "preliminary/suspected (B)(6)." They were still waiting on the results of a blood culture. The physician put the patient on both oral and intravenous (IV) antibiotics for the cellulitis. On (B)(6) 2015, the patient experienced altered mental status. She continued to be less responsive and obtunded. She was given one dose of narcan and started becoming more alert. She then received continuous infusion of narcan on (B)(6) 2015. The patient had to be put on bilevel positive airway pressure (bipap). The hcp wanted to check the pump status and turn the pump off. It was noted the patient's last refill was the week before she presented to the facility (also reported as on (B)(6) 2015). Additional information has been requested regarding the results of the cultures, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.